Event description:
Anesthesiologist reported that, unknown to the care team, a pediatric pt's IV infiltrated during a case. Her concern was that the pumps kept infusing for the duration of the case, so she questioned if there was a backpressure limit that would have prevented the continuous infusion in such an event. The infiltration was significant enough that the pt's leg was swollen, the skin was blistered and the toes were ischemic. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device is not expected to be returned for investigation. Per the alaris system pump module dfu the pump "is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions." This information was provided to the customer.